Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker was operating in safety mode. The patient was reported to be not device dependent. Technical services (ts) recommended device replacement and indicated that replacement timing should consider the potential for symptoms and increased power consumption. The field representative indicated that device replacement was planned. As of this time, this device remains in service. No adverse patient effects were reported.